Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable cea elecsys e2g 300 results from the cobas 8000 core unit. The result was 1.16 ng/ml and on (B)(6) 2020 the result was 113 ng/ml. The result of 113 ng/ml was believed to be correct. It was noted that the sample tube (with gel) was stored in the refrigerator. The questionable result was reported outside the laboratory. The reagent lot number was 426315 and the expiration date was 'dec 2020'.